Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that the patient received a shunt and bactiseal in 2006. In 2007, the shunt only was revised due to occlusion. Twelve days later, the shunt and bactiseal was revised due to an infection. When the infection clears up the patient will receive another system. Doctor does not feel that the valve or bactiseal caused on contributed to the infection.